Event description:
The complaint/event occurred on an unspecified date and involved an unspecified empty lifecare container. Leakage of an unspecified fluid or drug from the bag was reported once filled. This sometimes occurs on-site and during transit. The customer complained that this issue is costly for them and that it also results in a damaged reputation for them. There was no report of any human harm associated with this complaint issue.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.